Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer experienced high blood glucose level of 500 mg/dl. The customer had not reported any symptoms and was treated with the bolus. Customer's blood glucose value was 504 mg/dl at time of incident. Customer's current blood glucose value was 489 mg/dl. There were air bubbles in the reservoir and tubing. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer does not allege pump was under delivering. The drive support cap appears normal (slightly indented). Customer reports insulin exited at the quick release. The insulin pump and reservoir will both not be returned for analysis.